Event description:
During a lap cholecystectomy the trocar was positioned in the abdomen. When the obturator was removed the sleeve snapped in half just above the ribbed stability sleeve. Forceps were used to remove the remainder of the sleeve from the patient and another sleeve was needed. No consequences to the patient. No device returning.